Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision was selected for implant in a patient with a past medical history of atrial fibrillation and baseline rhythm of sinus bradycardia. After pre-bav was performed, the patient developed new left bundle branch block (lbbb). After multiple re-sheaths due to the lvot calcium and long control pacing runs, the patient developed new complete heart block. The patient was control paced (100-120 rate) for a significant amount of time during deployment to reduce cardiac motion; this was noted by the physician. It was reported there was significant calcification extending beneath the aortic annular plane in the interventricular system. The final implant depth of the navitor valve was 5mm. Subsequently, on (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of left bundle branch block and complete heart block during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 0-5 mm depth of implant of the device. It was reported that the final implant depth of the valve was 5 mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. Patient with a past medical history of atrial fibrillation and baseline rhythm of sinus bradycardia. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident could have been due to patients medical history which cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.